Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that when priming the insulin did not flow, attempted to deliver with same pen and still would not deliver insulin with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: (2 of 2). It was reported that while at work, the consumer tried to take her injection. Dialed up a 1/2 unit to prime, the insulin would not flow. Attempted the injection with same pen needle, the insulin would not flow. Stated only had one pen needle with her. Happened this morning, (B)(6) 2019. Stated 5 more pen needles from same box, had same issue. Occurrence dates for additional 5 times, unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when priming the insulin did not flow, attempted to deliver with same pen and still would not deliver insulin with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: (2 of 2). It was reported that while at work, the consumer tried to take her injection. Dialed up a 1/2 unit to prime, the insulin would not flow. Attempted the injection with same pen needle, the insulin would not flow. Stated only had one pen needle with her. Happened this morning, (B)(6) 2019. Stated 5 more pen needles from same box, had same issue. Occurrence dates for additional 5 times, unknown.